Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncope episode for which he received shocks form the device.the device emitted tones after the shock. The monitoring voltage is middle of life with a charge time of 16.9 seconds.